Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 400 mg/dl with small ketone levels, polyuria and nausea. It was reported that the pump experienced an intermittent power issue, which was reportedly resolved during troubleshooting with a battery change and proper securing of the battery cap. The reporter stated the battery cap was not properly secured to the pump at the time of the intermittent power issue and the pump¿s alarm history indicated a replace battery alarm occurring prior to the power issue. It was reported there was no damage or moisture contamination to the battery compartment or battery cap. The reporter noted the patient did not receive treatment outside of routine diabetes care and the pump¿s settings were not altered prior to or after the reported hyperglycemic event. This complaint is being reported because the alleged hyperglycemia was related to use error. There was no indication or allegation that the pump experienced a malfunction contributing to the reported hyperglycemia.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/06/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a rebooting event that occurred on (B)(6) 2014 after the pump alerted for a replace-battery alarm; a subsequent unexplained rebooting event occurred on (B)(6) 2014, interrupting insulin delivery for 4 hours 57 minutes. A battery compartment crack was observed. No damaged was found to the battery cap; the cap¿s contact dimensions were within specification. The battery cap was able to be properly secured to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump was found to be delivering accurately with a delivery accuracy test. The pump¿s total daily dose history accurately recorded the programmed basal rate delivered during testing. No moisture, damage, or defect to the pump¿s internal components was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.